Manufacturer narrative:
(B)(4). Additional information: (the component reported to have ruptured was described as the "capsule.") (The lot was manufactured from october 15, 2012 to october 16, 2012). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor ruptured. This occurred before use. There was no patient involvement. No additional information is available.